Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was unable to cross the lesion. Upon removal of the device from the patient, it was noted that there was damage to the stent. It is believed the damage resulted from pulling the stent delivery system back into the catheter. There were no consequences to the patient and the procedure was completed with another device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.